Event description:
Caller tested 3.5 inr, 4.8 inr and 3.5 inr on the coaguchek xs system. Customer's coumadin dose was decreased. Customer was advised to alternate between her normal dosage and the decreased dosage for the remainder of the week. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.